Manufacturer narrative:
The event occurred in (B)(6).a while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 386 mg/dl, 168 mg/dl, and 124 mg/dl. The customer injected an unspecified amount and type of insulin in response to the 386 mg/dl result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.